Event description:
Sorin group received a report that during setup, the display of the s5 roller pump was not working properly. There was no pt involvement.

Manufacturer narrative:
No pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to the facility to evaluate the issue. The service rep confirmed the reported issue. Sorin group has requested the pump for further investigation. The investigation is on-going. A follow up report will be sent when the investigation is complete.